Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was evaluated. No defect of the device was found. The device fractured due to experiencing forces greater than normally seen in the intended use. A review of the DHR for this lot has been requested.

Event description:
It was reported that during an anterior cervical discectomy procedure using the 7 mm chisel a portion of the chisel blade broke free from the handle. The broken section of the blade was removed and it was not reported that there was any effect on the patient. It was not reported that there was any increase in surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): device history record review: manufacturing and inspection records indicated no problems.(B)(4)